Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m55g6j. Additional information was requested and the following was obtained: were there any staples seen lying in the surgical field? There were no loose staples in the surgical field. Did the device cut? The contour did fire and cut. If the device cut, was the cut line complete? The cut line was completed. Were there any patient consequences reported? The surgeon had to oversew the staple line although no adverse consequences reported. Did the patient¿s post-operative care change as a result of the extended or time? The patient will be kept in the hospital for a few further days just in case. What were the indications for surgery? Cancer of the bowel. Did the patient receive any pre-op chemotherapy or radiation? Not sure, confidential. When was the cartridge retaining cap removed from the device during the surgical procedure? Just prior to putting it into the patient. Was the device closed on tissue, reopened and repositioned prior to the actual firing? No a single close and no repositioning required, surgeon closed waited for 15 seconds prior to firing and then fired. Was the device fired in one or multiple firings? One single firing. What is the current patient status? Patient is fine and have not received any additional update. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hartmann's procedure, "the surgeon called me into the theatre as she felt the contour felt too easy to fire when fired onto the bowel. She noted that the firing trigger went too easily. After pressing the release button we found that the stapler had stapled the tissue. After this we carefully examined the specimen and noticed that there had only been one line of staples on the specimen and the same after careful examination on the proximal bowel. We also checked for loose staples and found that there weren't any; thus assuming that there hadn't been any staples in the reload. As a result the surgeon had to over sew the staple line." Procedure was extended sixty minutes. Patient is in stable condition. There were no adverse consequences for the patient reported.